Event description:
Patient reported pump no longer pushing medication. Replacement pump sent. No other information known. Lot number, expiration date, or serial number not provided. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Diagnosis for use: other combined immunodeficiencies.